Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a double deduction error. A technical support specialist (tss) found that correct count for the norco tablets should have been 15, but the system showed 14 due to a wrong item transaction. A registered nurse scanned a methocarbamol tablet instead of a norco tablet during removal, which caused the system to deduct an additional norco tablet when the inventory verification was performed, and the customer stated that the staff would be reeducated on following the correct workflow when dispensing medication. The customer then gave permission to close the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users scanned norco 5/325 first instead of scanning methocarbamol, the system deducted two (2) norco 5/325 doses instead of one, resulting in medication count discrepancies. The customer confirmed that users were expected to scan norco 5/325 first according to their workflow. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.